Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges heating pad caught on fire and damaged her carpet. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "do not use on an infant or on an animal" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges heating pad caught on fire and damaged her carpet. There was not a report of personal injury with this incident.